Event description:
A pt was to undergo coronary stenting to chronic total occlusion (cto) from the proximal to mid rca. The target lesion was 3.0x3.5mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/20mm) at 8atm for 60seconds at the mid rca and 16atm for 30 seconds at the prox rca. A cypher (3.0/23mm) was implanted at 12atm for 60seconds at the mid rca. Then cypher (3.0/18mm) was implanted at 17atm for 60secs proximal to the initial cypher overlapping it. Then athird cypher (3.5/18mm) was implanted at 17atm for 60 seconds proximal to the second cypher overlapping it. Four days later, the pt was scheduled for a pci of the lad. Cag was conducted on the rca and thrombus and confirmed in all three of the implanted cypher stents.